Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device upgrade procedure, when placing a competitor left ventricular lead, the pin from the lead would not fit into the left ventricular port of the device. After fifteen minutes of trying to fit the pin, a new device was attempted. The lead pin fit into the new device with no resistance and that device remains in use. No patient complications have been reported as a result of this event.